Event description:
It was reported that a female patient received antibiotics in 2005. A routine check-up in 2006 revealed that the guidewire was left in situ. The guidewire was left in situ. The guidewire had moved from her neck to the top of her groin; one end being in the inferior vena cava and the other in the left external iliac vein. The hospital recommends that the wire be left in place. There are no further details.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.